Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a smartablate¿ system rf generator (us) and the patient suffered an esophageal fistula and required surgical intervention. It was reported by the caller, the biosense webster inc. (Bwi) representative, that there was an issue after a case that may had happen at the beginning of (B)(6) 2022. The caller stated not to know the exact date of the procedure and provided best estimate date of (B)(6) 2022. The physician in a casual conversation with the caller mention a fistula that was discovered on a visit to the emergency room after the patient reported having trouble swallowing while eating. The caller stated that the patient has then been treated and had gone through surgery and recovery. The caller stated that the physician mentioned the patient had esophageal issues prior to the procedure. The caller also stated that he works with the physician on a daily basis and knows the flow of the physician. Additional information was later received indicating the adverse event was discovered post use. Patient required surgery to address the esophageal fistula. Patient was reported to be fully recovered. Temperature control mode was used and set to 40 watts. The esophagus was mapped and they used a temperature probe to monitor the temperature during the procedure. The smartablate generator and pump was set properly and functioning properly. No re-zero prompt was observed. Force visualization features utilized were dashboard, vector and visitag. Visitag module was used, what parameters for stability were used standard 3g,3sec,25%,2.5mm. Color option was surpoint.

Manufacturer narrative:
Device investigation details: available information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster inc.'s reference number (B)(4) has two reports: (1) manufacture report number is for product code d134804 (thermocool® smart touch® sf bi-directional navigation catheter). (2) importer report number # (B)(4) product code m490007 (smartablate¿ system rf generator (us)).